Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not recognizing the cassette, which was discovered while attempting to load it. The event occurred during set-up, and there was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch lock sensor was found. The customer's problem was replicated. Upon further investigation, found error code 41100 and the code was reset. The latch lock sensor was replaced to fix the issue.